Event description:
It was reported that balloon ruptured occurred. The patient presented with chronic critical limb ischemia threatening ischemia (clti). The chronic totally occluded target lesion was located in the anterior tibial artery (ata) and posterior tibial artery (pta). After crossing through the guidewire, the device was used for ata lesion. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres, the balloon ruptured. Subsequently, dilatation was performed using a 2mm balloon, and revascularization was completed. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced and inflated in the pta lesion after crossing through the guidewire. During the second inflation at 8 atmospheres, the balloon also ruptured. A new of the same device was used for dilatation, the size was increased with 3mm, and the procedure has been completed with successful revascularization. There were no patient complications nor injuries reported.